Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview 7 xb, when the harvester noticed the tip of the bisector was bent. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for lots 25118421, 25119002 and 25119447 the last 3 lots shipped to the account prior to the event date. There was no nonconformance which could be considered related to the reported event recorded in the lot history. The device was returned to the factory for investigation. A visual inspection was conducted. Evidence of blood and tissue was observed on the device. Slight tissue buildup was observed at the bipolar. The blade was slightly bent. No other non conformance was observed. The account did not provide a lot number therefore a device history review was unable to be completed to verify the device lot confirmed to all specifications. Tissue buildup at the bipolar was not significant enough to bend the blade. Based on the returned condition of the device, the reported complaint was confirmed. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview 7 xb, when the harvester noticed the tip of the bisector was bent. A replacement device was used to complete the procedure. The hospital did not report any patient effects.